Event description:
Patient came in for follow-up and ventricular non-capture was observed. A chest x-ray was taken and it was noted that the rv lead had dislodged due to twiddler's syndrome. The lead was extracted and a new linox sd 65/18 was implanted in 2007. Device was discarded by hospital.